Manufacturer narrative:
The customer¿s report that the extension set "backed up" was not confirmed. The set was visually inspected and no anomalies were observed. Functional testing resulted in the set flowing freely with no occlusions observed. Pressure testing confirmed leaking from the filter vent. The root cause of the filter leak was not identified.

Event description:
The customer's mother reported via phone call that the buttons were hard to press. The customer's mother also reported that they experienced high blood glucose of 400 mg/dl and low blood glucose of 67 mg/dl. The customer's mother declined to troubleshoot for high blood glucose. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.